Event description:
It was reported that a patient presented to clinic for a generator change. Device interrogation revealed loss of capture on the atrial lead. It was also noted that the atrial lead had dislodged. On (B)(6) 2022, the physician elected to cap and replace the atrial lead. The patient condition was stable.